Manufacturer narrative:
(B)(4). Device evaluation: returned for evaluation was a 30cc 7.5fr ultraflex iab. Upon return the teflon sheath was approximately 33.5cm from the iab distal tip. The teflon sheath was connected to the hemostasis cuff which was connected to the cathgard. The one-way valve was connected and tethered to the short driveline tubing with a 60cc syringe inserted within the one-way valve. Blood was observed within the attached syringe and the one-way valve. Blood was also observed on the interior of the bladder, short driveline tubing, sheath sidearm and on the exterior of the bladder. A bend was noted at approximately 33cm and 62cm from the iab distal tip. The bladder was loosely wrapped. The bladder thickness was measured at various locations and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The iab was submerged in water and leak tested. A leak was immediately noticeable from bladder membrane. Under microscopic inspection, a puncture with contact from a sharp was noted approximately 6.2cm from the distal tip. No abrasions were noted. See other remarks section for continuation. Other remarks: upon further inspection, part of the coil connecting the flex tip assembly to the central lumen appeared unraveled approximately 6.7cm from the distal tip. The sharp point of the unraveled coil likely caused the leak to the bladder membrane. A lab inventory 0.025 inch spring wire guide (swg) was back loaded through the iab distal tip. Resistance was noted at approximately 34.2cm from the iab distal tip. The swg was able to advance through the central lumen. No blood or debris was noted. The swg was front loaded through the iab luer. Resistance was noted at approximately 48.2cm from the iab luer. The swg was able to advance through the central lumen. No blood or debris was noted. The catheter was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in the helium pathway is confirmed by visual inspection. The bladder had a puncture consistent with damage from the unraveled flex tip assembly coil which allowed blood to enter the helium pathway. The root cause of the unraveling is undetermined. Engineering has been notified. (B)(4) has previously been initiated to investigate the cause of the issue.

Event description:
It was reported that indication for intra-aortic balloon pump (iabp) therapy: "support for separating the artificial heart-lung machines." While in the operating room the intra-aortic balloon (iab) was prepped per the instructions for use and inserted via the patient's right femoral artery using the teflon sheath. Counterpulsation began and the pump alarmed immediately "kinked alarm went off and blood was found in the line." As a result, the iab and sheath were removed and replaced in the same insertion site. There was a 30 minute delay / interruption in iabp therapy. There was no reported patient death, injury or complications. Medical / surgical intervention was not required. The patient outcome is listed as good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that indication for intra-aortic balloon pump (iabp) therapy: "support for separating the artificial heart-lung machines." While in the operating room the intra-aortic balloon (iab) was prepped per the instructions for use and inserted via the patient's right femoral artery using the teflon sheath. Counterpulsation began and the pump alarmed immediately "kinked alarm went off and blood was found in the line." As a result , the iab and sheath were removed and replaced in the same insertion site. There was a 30 minute delay / interruption in iabp therapy. There was no reported patient death, injury or complications. Medical / surgical intervention was not required. The patient outcome is listed as good.